Manufacturer narrative:
The customer was asked to provide additional information about the event and to send the AED to cardiac science for investigation.

Event description:
Paramedics told the customer they were shocked 2 times while the pads were on the patient and that the AED shocked the patient when it was not necessary. The patient survived.

Manufacturer narrative:
After multiple requests the customer has neither provided additional information about the event nor sent the device to cardiac science for evaluation. At the present time, there is no evidence to support the allegation that the AED didn't function correctly during the rescue.

Event description:
Paramedics told the customer they were shocked 2 times while the pads were on the patient and that the AED shocked the patient when it was not necessary. The patient survived.